Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: stent inadvertently explanted by another device. Device issue: difficult to remove. It was reported that a promus stent, which was implanted approximately 3 weeks prior in the circumflex (cx), was inadvertently explanted by another company's guide wire. The physician was evaluating the left anterior descending (lad) artery with a guide wire and as the guide wire was pulled out, resistance was felt, and nitroglycerin was given. When the guide wire was pulled out, at the end of the guide wire was this stent, the promus stent that was implanted 3 weeks ago in the cx. The pt was fine, there were no complaints at all, and the pt remained stable. The pt did not want another stent implanted at that particular time. The physician referred him for triple bypass surgery. No additional event or pt info is available. (B) (4)